Manufacturer narrative:
A review of complaint databases and manufacturing records did not identify any anomalies. The returned device was visually inspected by applied research and quality assurance and are attached. From the investigation performed the root cause of the complaint could not be determined. The mode of failure of the prosthesis multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the finding of review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Event description:
The type of this complaint is revision due to central migration possibly caused by metallosis. The surgeon could easily remove the head from the stem by hand so suspected the head-neck loosening might have caused metallosis and possibly it led to the central migration.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).